Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) of 525mg/dl. Customer administered manual injections to address bg. Reportedly, the customer used lantus insulin with the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling.